Manufacturer narrative:
Continuation of d10: product ID: 37791, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported that they were getting a message on their recharger that said to call medtronic. The patient stated that they saw the eri (elective replacement interval) message. The agent reviewed the meaning of eri. The patient mentioned that they had a system replaced about 6 years ago after getting the eri message. The patient mentioned that the recharger antenna and implant were not talking to each other, and the implant was not charging. The patient noted that the eri popped up when they were trying to charge the implant; the patient added that they did not want to have surgery and were already messed up. The agent redirected the patient to follow up with their doctor. No symptoms were reported.

Event description:
Additional information from the patient indicated that the battery has reached its limit and will need to be replaced as long as the leads are not damaged. They stated that the ins is set to be replaced on may 23. The patient stated that they hope the new ins won't tase them when they accidently sit on their phone or remote. They stated that the issue has not been resolved yet, and their pain medications have been raised to ailvaite the pain .

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial#: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: additional coding was added after review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-29 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported that they were getting a message on their recharger that said to call medtronic. The patient stated that they saw the eri (elective replacement interval) message. The agent reviewed the meaning of eri. The patient mentioned that they had a system replaced about 6 years ago after getting the eri message. The patient mentioned that the recharger antenna and implant were not talking to each other, and the implant was not charging. The patient noted that the eri popped up when they were trying to charge the implant; the patient added that they did not want to have surgery and were already messed up. The agent redirected the patient to follow up with their doctor. No symptoms were reported. (B)(6) 2025 patltr: additional information from the patient indicated that the battery has reached its limit and will need to be replaced as long as the leads are not damaged. They stated that the ins is set to be replaced on (B)(6). The patient stated that they hope the new ins won't tase them when they accidently sit on their phone or remote. They stated that the issue has not been resolved yet, and their pain medications have been raised to ailvaite the pain.